Event description:
A doctor's office alleged that multiple patients had experienced the loss of a veneer after placement with the nx3 and optibond xtr products; however, specific patient or incident information could not be recalled.

Manufacturer narrative:
Specific patient information with regard to the number of patients affected, age, gender, or weight was not provided. Although the office identified the nx3 as being associated with the loss of veneers, they could not verify specific product information such as the item number, lot number and expiration date; therefore, no information was provided. A 510k number could not be identified for this report. The office reported that the veneers were either re-cemented or replaced for each of the patients. To date, each of the patients are doing fine. The product was not returned and no lot number was provided; therefore, no evaluation can be conducted.